Event description:
The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Event description:
Healthcare professional reported "deflation". This record is for the right side device. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d4, d6a, d9, h3, h4, h6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening through microscopic inspection assessed as surgical damage and : observed delamination of diaphragm valve through microscopic inspection assessed as adhesive failure. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis wear abrasion and creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "deflation". This record is for the right side device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.